Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump exhibited an unresponsive top button, which prevented proper scrolling to the pause function and normal operation, and a replacement was arranged with instructions provided for shutdown, data sync, return, and restart. Symptoms included low blood glucose episodes reported by the user. Outcomes included the user discontinuing use of the ilet and reverting to an alternate insulin delivery method while awaiting the replacement. Investigation included gathering user reports, confirming persistent button nonresponse, verifying shipping and return logistics, and planning for device evaluation upon return. Investigation of this case revealed a suspected hardware malfunction of the sleep/wake button that impeded user interface control, consistent with a device mechanical or switch failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the button assembly.